Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01268-1. Visual examination of the returned product identified signs of use (nicked, gouged). The clips/tabs are worn, but it was confirmed visually they are not broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: all images demonstrate anterior dislocation of the humeral component with respect to the glenosphere. Radiographically, a prosthetic fracture is not identified. Bones appear well mineralized. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 110031400, mini tray +5mm cocr +0 offset; lot#: 65171062. Item#: 115313, comp rvsr shldr glnsp +3 36mm+3 ret; lot#: j7033235. Item#: 118001, versa-dial/comp ti std taper; item#: j7110543. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty. Subsequently, the patient was revised approximately two months post implantation due to implant fracture causing the patient's shoulder to dislocate.